Event description:
It was reported that a user awoke with a blood glucose of 289 mg/dl, suspected a dislodged cannula, removed all infusion supplies, performed a full supply change on the ilet system, and later noted that the displayed insulin units remaining in the cartridge did not change despite confirmed insulin delivery and no alerts. Symptoms included hyperglycemia that resolved after the supply change, with blood glucose subsequently in range at 114 mg/dl. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included customer counseling to monitor the insulin units displayed, verification that insulin delivery was not paused, and confirmation of continued glucose control without device alarms. Investigation of this case revealed proper ilet function with effective insulin delivery and a transient display concern regarding cartridge units remaining, while the initial hyperglycemia was consistent with a probable infusion site or cannula issue that resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the initial hyperglycemia and that the device was functioning as intended with no confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.